Event description:
It was reported on (B)(4) 2012 that the patient underwent a full revision due to high impedance on (B)(6) 2012. The explanted lead and generator were returned and analysis on the lead has been completed. An analysis was performed on the returned lead portion. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the high impedance. Attempts for additional information regarding the event have been unsuccessful to date. Analysis on the returned generator is pending.

Event description:
A review of the design manufacturing records of the patient's implanted lead was performed on (B)(6) 2013 and no non-conformances were observed.

Event description:
Product analysis on the returned generator was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Attempts for additional information have remained unsuccessful to date.

Manufacturer narrative:
Manufacturing records were reviewed. Review of manufacturing records did not reveal any anomalies.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.